Manufacturer narrative:
One cadd legacy 1 pump was returned for analysis. Functional testing was performed to confirm the reported claim. The customer's reported problem was verified. The technician inspected the pump and found error code 1660 on the screen. The error code 1660 indicate a problem with a watchdog reset which related to the pwa board issue. Further investigation of the pump determined that a faulty pwa board is the cause of the issue.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayer lec 1660. There was no patient involved.